Manufacturer narrative:
The pump passed the rewind basic occlusion test, prime test and displacement test. However, the pump was received stuck in the motor error loop during bolus basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with cracked case at display window corners. The pump was received with minor scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device was alarming motor error alarm. The customer's blood glucose level was reported to be 212mg/dl. Troubleshoot was reported to be conducted, and the customer was advised the pump would be replaced and returned for analysis.